Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was experiencing power switching with four batteries. Devices were exchanged and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. Analysis of returned devices revealed that one battery failed its functional tests and found to have an issue with its u2 chip. Although three out of four batteries passed both visual and functional testing. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is four of four reports (3007042319-2015-03582, 2015-03583, 2015-03584 and 3007042319-2015-03585) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient stated the controller switching to the other power sourced when four batteries were connected to it. Batteries ((B)(4)) were exchanged and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.